Event description:
Caller states patient came to the hospital with low blood glucose symptoms and tested 3.5 mmol/l on lab value. 30 minutes later patient tested hi (greater then 33.3 mmol/l) and 24.4 mmol/l on performa system 1. Approximately 1 hour later a lab value returned as 2.0 mmol/l. One hour later, patient tested 0.6 mmol/l and lo (less then 0.6 mmol/l) on performa system 1 and 10 minutes later, patient tested 17.8 mmol/l and 16.8 mmol/l on performa system 2. Patient then tested 1.6 mmol/l on an advantage system. Physician treated the patient with glucose and low blood glucose symptoms improved. Requested return of suspect device.

Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 370216, expiration date 01/31/2011). Reference medwatch report with (B)(4) for the suspect device used in system 2. Caller did not have product information for the advantage system.